Manufacturer narrative:
During quality investigation, the customer's complaint was confirmed; that a device ran on its own without activation. Corrosion damage to the flex strip was identified as the probable cause of the failure as corrosion of the flex strip can result in higher impedance between the handpiece and the console. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core universal driver was sent in for repair because it was running while on safe mode. The event occurred during preparation for a procedure, there was no patient involvement and there was no adverse consequence as a result of the event. Another device was used for the procedure.